Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) pacific islander female patient underwent a breast augmentation revision with mentor memorygel 500cc silicone breast implants which bilaterally ruptured after implantation. Patient felt implants to be odd and felt strange and on (B)(6) 2019 doctor performed a physical exam and advise bilateral rupture. As a result patient have them removed on (B)(6) 2019. This report is for the left side.

Manufacturer narrative:
On (B)(6) 2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information received on (B)(6) 2019, indicated that the patient also had bilateral issue with capsular contractures. As a result patient underwent bilateral removal and replacement with another mentor saline devices. This report is for the left side. Manufacturer¿s reference number: (B)(4).